Event description:
It was reported that during treatment, the patient reported that when they use the opsite dressing, the patient experienced an itchy rash which was bleeding. The patient was to be switched to a different dressing.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. No lot number available so no batch review could be conducted. However, the database of change controls for iv3000 product family was reviewed and it was found that there was no raw material, methods of manufacture or manufacturing equipment changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer or alleged adverse reaction. A review of the complaint history review was also carried out and found no adverse trends. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. The complaint sample and product lot were not available at this time.